Event description:
Per the clinic, the patient experienced noise sensitivity, numbness, and pain around the implant site. The patient underwent multiple procedures to excise overgrown skin tissue around the abutment (dates not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient received a steroid injection (dosage and type not reported) in (B)(6) 2012 (exact date not reported) due to skin overgrowth near the abutment. The patient underwent a procedure to excise skin on (B)(6) 2012. This report is filed on october 10, 2013. Implanted device remains.